Event description:
It was reported that a customer experienced a malfunction with their pump, identified as error 16-0x20e6, which prevented access to the device. There was no information on the impact to the customer's blood glucose level. The customer's pump was set to be returned for further investigation, and they were provided with a replacement pump.